Event description:
A customer contacted beckman coulter inc. Regarding elevated free t4 (frt4) results above the normal reference range generated by the unicel dxl 800 access immunoassay system for one patient. Repeat testing of the patient sample on an alternate method produced lower results in the normal reference range that were discordant to the original results. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample collection, centrifugation, system check or qc data was not supplied the samples were sent to bec customer product line support (cpls) for testing and cpls testing confirmed the patient results obtained by the customer. A clear root cause for this event has not been determined to date. This report documents the frt4 results for this patient's sample run on (B)(6) 2011. The free t3 (frt3) results for this patient's sample run on (B)(6) 2011 have been documented in MDR#2122870-2011-03653.